Manufacturer narrative:
H.6. Investigation: received one (1) opened unit and one (1) customer photo. The customer photo shows the cut extension tubing on the device. The defect severed tubing was identified and confirmed with the returned unit the tubing being sliced in half from not being seated properly in the package blister of the bottom web. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use the tubing was discovered to be sliced with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it is reported customer received a wingset with severed tubing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. (B)(4).

Event description:
It was reported that prior to use the tubing was discovered to be sliced with a bd vacutainer push button blood collection set. The following information was provided by the initial reporter: it is reported customer received a wingset with severed tubing.